Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported a hospitalization due to high blood glucose and diabetic ketoacidosis. The customer had taken out the battery and a no delivery alarm was found when it was turned back on. The customer removed the infusion set and stated that the cannula was not bent. Multiple error alarms were noted in the alarm history, including a battery out limit alarm and reset error alarm. The blood glucose reading was 489 mg/dl at the time of the hospitalization and was brought down to 207 mg/dl. The customer was treating with manual injections. The customer had taken off the insulin pump shortly before going to the hospital due to feeling sick. The drive support cap was normal and recessed. The customer found no leaks or air bubbles. The time and date were correct and the customer was advised to contact a health care professional regarding the basal and bolus settings. The customer intended to call back to perform a high pressure test with a trainer.